Event description:
Reportedly, abnormal high svc continuity between 800 and 2500 ohms was observed. In addition several vf episodes with noise oversensing were stored in the memory re-intervention to replace the lead is planned but not yet scheduled.